Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for a percutaneous coronary intervention (pci) procedure. During the procedure, dilatation was performed right before reaching the lesion as the balloon was unable to cross. However, pressure did not increased/rise and it was observed that the balloon ruptured when it was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition post procedure is good.